Event description:
The suspect device result was 226 mg/dl. The user's spouse gave pt insulin. Three hours later the suspect device result was 548 mg/dl. Emergency medical technician were called and they check pt's glucose and the level was around 500 mg/dl. They were transported to the ER. The test strips in use had expired 05/31/204. Controls were not used. The device was replaced and requested to be returned for evaluation.